Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the sys had a charger failure error message and would not boot up. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.